Event description:
The reporter indicated that on (B)(6) 2023 a 12.6mm vticmo12.6 implantable collamer lens -12.0/2.5/072 (sphere/cylinder/axis) tore/broke during loading, no patient contact. The reporter states that the surgeon is new and was nervous during operation. On (B)(6) 2023 a replacement lens was implanted and the problem resolved.

Manufacturer narrative:
Device code 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).